Event description:
Surgeon reported, "I found the (band) tubing was cracked and fatigued- kept breaking as I sought a new point to attach some new tubing. I have removed the port and something. Even when I reattached some new tubing, the old end started to split." The explanted device is being returned for evaluation.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."